Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a rash on her breasts and back. Patient stated the rash was caused by an unrelated reason but the rash is unable to heal while wearing the lifevest. Patient's doctor has prescribed several medications for the rash. Follow-up indicated that the skin irritation was unchanged.